Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for pain after revision. Patient's internist reported patient would like to know if implants implanted in right knee are subject to a recall. Update: patient reported a manipulation in 2021 (exact date unknown) and reported a poly exchange in 2022 due to pain. Currently patient reported still experiencing pain and difficulty walking up and down stairs.